Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles in airway from device, black particles in the device and having sinus infection constantly. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles in airway from device, black particles in the device and having sinus infection constantly. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown white color contaminant at the air inlet of the blower box, slight fibrous contamination was present on the blower outlet seal. The manufacturer found no evidence of sound abatement foam degradation. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of color contamination and fibrous contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation.